Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. No intervention was performed. The patient was in stable condition throughout the procedure.